Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was 600 mg/dl. Customer declined to troubleshoot for high blood glucose level. Customer was off the insulin pump. It was unknown if customer was using auto mode at the time of incidence. The insulin pump will not be returned for analysis.